Event description:
New information noted the right ventricular lead (rv) was oversensing noise. On (B)(6) 2023 the rv lead was capped, and new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a right ventricular lead that exhibited noise. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.